Manufacturer narrative:
(B)(4) batch # unknown (B)(4) an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product or additional information is received at a later date, the investigation will be updated as applicable. An evaluation of the manufacturing documentation could not be completed as the lot/batch number was not provided. Additional information received: the patient came back and was diagnosed with a colovaginal fistula after having a cat scan. "Surgeon stated that the staple line broke down" the patient is scheduled for an ostomy. What was the indication for surgery? I don¿t know what the indication was for the original surgery. The second surgery was to address the anastomotic leak what was the time frame between the original surgery followed by discovery of leak, treatment of leak and indication of the colon rectum? About 30 days.

Event description:
It was reported that during a colon resection the surgeon fired the device and it seemed to work as expected but when the leak test was performed a leak was found on the right posterior portion of the anastomosis. Surgeon over sewed to complete the procedure with no patient consequences.